Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient stopped maintaining their ipg as recommended. As a result, the patient's charging system and programmer are no longer able to communicate with the ipg due to it being inoperable. Troubleshooting attempts have been unable to provide resolution. As a result, surgical intervention will take place on a later date.